Manufacturer narrative:
It was reported by the facility that the temperature probe was inserted into the patient and ended up in the patient's right main stem. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample has not been returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported by the facility that the temperature probe was inserted into the patient and ended up in the right main stem. No additional information is available.